Event description:
It was reported that stimulation was in the wrong location. It was noted that action had not been taken but was planned later in the week. It was noted that diagnostic testing would be performed then. It was noted that the patient was in a car accident and the stimulation was now in the stomach. It was noted that the patient was alive with no injury. It was noted that the patient had less than 50% therapy relief at the lead location.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).